Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose (bg) level ranged from 300-high mg/dl. The bg level was address with a manual injection. It was discovered the customer was using pump supplies past lableing. The customer was educated on insulin/cartridge labeling. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.